Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had experienced an pump error during normal use. Blood glucose level at the time of the incident was 94 mg/dl. Customer stated they were the customer she was going to the hospital for a procedure and the insulin pump would not stop beeping. Customer was advised that the insulin pump would be replaced. The insulin pump will not be returned for analysis.